Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a smart touch unidirectional sf and during the operation, the tip of the catheter was found bent (no exposed wires). A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a bent condition was observed on the pebax section of the catheter; however, no exposed components or cracked condition were observed on the pebax sleeve. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j) for evaluation on 13-jan-2026. As such, section d9 has been populated. A visual inspection evaluation and force test of the returned device was performed following johnson & johnson medtech procedures. Visual inspection of the returned sample revealed reddish material and a hole in the surface of the pebax. Also, the tip was found bent. The device was connected to the carto 3 system, it was recognized and visualized, no force issues were found; however, the temperature values were found flickering due to the condition observed in the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The blood residues could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax and tip damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The temperature failure was not related to the reported event. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. To ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smart touch unidirectional sf and during the operation, the tip of the catheter was found bent (no exposed wires). The force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on the patient. The device was not used on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on 11-nov-2025, additional information was received which indicated that the bent tip resulted in wires being exposed. Therefore, the event was re-assessed as MDR reportable with an awareness date of 11-nov-2025. It was also indicated that there were no lifted or sharp rings, and no resistance or difficulty during insertion or removal of the catheter. The issue was found about 1 cm from the distal end of the catheter. The device was not pre-shaped.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. The picture was reviewed, and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).